Event description:
It was reported that the patient experienced chest pain and pulsating tenderness at the pacemaker implant site radiating to the right anterior chest wall. It was also reported that the clinician suspected abnormal device function. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.